Event description:
During a laparoscopic cholecystectomy procedure, the sensing tip trocar failed to retract. The report indicates that due to the failure, a pt's bowel was punctured. A surgical invervention was required to repair the punctured bowel. The pt was last reported to be recovering from the procedure.